Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. The 2.5 x 16mm taxus liberte stent delivery system was advanced many times to an unspecified lesion. Despite a guide catheter exchange, and the buddy wire technique, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: visual examination of the returned device noted distal stent strut damage and a number of struts were bent back proximally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Further examination also noted slight kinking of the mid shaft region. No further issues were noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).